Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding the discovery by a surgeon of foreign metal in a screw head recess, prior to the use of the screw.

Manufacturer narrative:
A review of the device history record has been requested. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The investigation of the complained article shows that there is a foreign piece in the screw head. Throughout the process of whirl grinding, a piece of the grinding stone jammed up inside the star drive. Unfortunately this failure got not discovered by the final inspection of this lot. This screw was manufactured in 2008. In 2009 the process of whirl grinding got removed out of the manufacturing order for this kind of screw. We classify this as an individual case.